Event description:
It was revealed during a periodic review of the manufacturer's programming history database that high impedance was observed on the patient's vns. It could not be determined whether the eos status had contributed to the high impedance. No additional relevant information has been received to date.